Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, during a procedure, the doctor let the needle go through the loop and tied it up then the loop broke. 3 products had the same thing in a row. The procedure was completed with another device. There was no patient injury.